Event description:
It was reported that the patient required charging more than the estimated recharge interval on the longevity calculator. The patient reported that they required to charge their battery after 1 week but the calculation showed that the battery should go from full to empty, based on current parameter settings, in a little over 4 weeks. Impedance measurements were taken which found all were within the normal range except for 3 electrode combinations which measured 3600 ohms. The reported combinations were not used within the patient's programming. The patient was to receive a new recharger. Later, it was reported that no troubleshooting was performed. The patient was re-educated on recharging and the importance of full coupling. The plan was to check the recharger for information at the next appointment. The problem was the patient was using the same recharger for both of their devices so it was difficult to get complete information. The patient was to follow up at the point where he was ready to get his recharger checked. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2011-07978.

Manufacturer narrative:
(B)(4).